Event description:
It was reported that when using the bd pyxis¿ anesthesia station es nosanesor6 displayed black screen. The customer attempted to reboot the station; however, the application failed to load. The station status on remote smart service (rss) displayed as online.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the display was black screen. A field service engineer (fse) power-cycled the station and identified a pending windows update installation. The update was allowed to install, after which the station operated normally. Tested in application and hardware rest application diagnostics with no issues. Fse restarted all station requested the customer to done periodic reboot. The system functioned as intended after the field service engineer repaired the device.